Event description:
It was reported that pneupac ventilators parapac had a leak issue. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Device evaluation: one pneupac parapac ventilator was received for investigation. After functional testing, it was determined the device would not cycle due to leakage from the demand detector assay block. The device had preventive maintenance, was calibrated, cleaned, and repaired. The device was then able to pass all functional testing. Based on the evaluation, the complaint allegation was confirmed. The problem source was listed as unknown.